Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/18/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box and alarm history showed cs 054/052/012 call service alarms were recorded. During testing, the pump powered on to the verify screen with audio tones and vibrations functional. The pump successfully completed the ez-prime steps with no call service alarms or warnings occurring. The pump exercised for 24 hours successfully on a 1 u/hour basal rate with no warnings or call service alarms. The pump performed within required specifications. The pump case was removed and no evidence of moisture or intermittent conditions was found inside the pump. The call service alarm issue was shown in the pump history but was not duplicated during investigation.